Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage and button error from the insulin pump. The customer's blood glucose reading was 5.5 mmol/l. The customer stated that he got water in his pump. After drying the pump and placing a new battery, the customer received an unexpected error. There was no response of several buttons. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to corroded keypad traces also, moisture damage was found on the electronic and motor assembly. Unable to verify for a21 alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all the operating current test due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.